Event description:
It was reported that after inserting the faradrive in the left atrium, the physician retracted the dilator from the sheath and he let the blood flow out from the sheath, as expected. But when the dilator was completely out, some blood leaking was noticed out from the valve of the sheath after the catheter was inserted. The physician tried to aspirate the sheath and noticed some air in the syringe. The faradrive sheath was exchanged, and the procedure was completed using different device (same model). The product is expected to return for analysis. Multiple attempts were made to obtain information regarding the return and unfortunately we were unable to ascertain the most current location of this product. Should this product be received in the future, an supplemental report will be provided.

Manufacturer narrative:
Additional information was provided in section b5. Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of visible air/bubbles, blood in sheath, and leak. The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review: a risk review was completed using faradrive hazard analysis and confirmed that the event of visible air/bubbles, blood in sheath and leak were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause not established and supporting evidence that came to this conclusion. Boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that after inserting the faradrive in the left atrium, the physician retracted the dilator from the sheath and he let the blood flow out from the sheath, as expected. But when the dilator was completely out, some blood leaking was noticed out from the valve of the sheath after the catheter was inserted. The physician tried to aspirate the sheath and noticed some air in the syringe. The faradrive sheath was exchanged, and the procedure was completed using different device (same model). The product is expected to return for analysis.